Manufacturer narrative:
Battery (B)(4) was returned for evaluation. The reported event could not be confirmed as the available log files were not displaying an accurate time stamp. Analysis of the battery showed that it met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed. Given the available information, a root cause could not be established; the device passed visual and functional testing. This is three of four reports (3007042319-2015-02227, 3007042319-2015-02228, 3007042319-2016-00569 and 3007042319-2016-00570) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patients "controller changes from one power port to the other one before batteries are down to 25%". It was stated that the "batteries were replaced from hospital". No additional information provided. Investigation is ongoing.